Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The deployment issue was unable to be confirmed due to the condition of the returned device. It may be possible that the distal sheath was bent or entrapped within the vessel preventing the ratchet from engaging the stent properly; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, heavily calcified, 100% stenosed, mid to distal left superficial femoral artery (sfa). A 6.0 x 120 mm supera stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion. During deployment of the stent an audible click was heard; the thumb slide then would not advance or retract and the stent would not completely deploy. Everything was removed from the anatomy as one unit. It was speculated that the nose cone of the sds may have gotten caught on something. The patient was rescheduled to have the procedure (B)(6) 2017. There was no reported adverse patient sequela. No additional information was provided.